Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure presented air aspirated, while aspiration was being performed inside the patient. Sheath was fine during preparation step, however once it was inserted inside the patient, bubbles appeared during aspiration step. Physician requested a new sheath. The procedure was completed without patient complications. The device will not be returned.